Event description:
It was reported by service report that the fowler was in the lowest position and it would not rise up when pulling on the red release bar. No pt involvement or adverse consequences are reported.